Event description:
It was reported that during an unknown procedure two devices failed to discharge the clips. It is not known how the case was completed. No additional information is available. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The clips could not be fed. The analysis results of the el5ml device found that it was received with a conforming clip jammed underneath the advancer. This condition prevented the device from proper feeding of the clips. The jammed clip was removed from the device and in an attempt to replicate the reported incident; the device was tested for functionality. Upon firing of the device, the remaining 9 clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended. Please note as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.